Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient was dizzy, weak, hungry, and not feeling well. At an unspecified time of the event the cgm was reading 20.0 mmol/l and the blood glucose reading was 2.1 mmol/l. The patient was treated with glucagon. At the time of the report the patient was well. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.